Event description:
It was reported that a patient was admitted to the ICU for febrile neutropenia hypotension and pneumonia. At 0147 the rn initiated norepinephrine 100ml (0.02 mcg/kg/min) programmed a rate of 3.25 ml/hr via cvad. The rn stated that the device alarmed 3 times for air in line and changed the lvp. Upon entering the room the patient complained of chest pain and appeared to be in discomfort and panic; vital signs were taken with an elevated bp at 149/97, hr 130¿s. It was later reported that the nurse believed the patient was bolused with norepinephrine, which caused the symptoms

Manufacturer narrative:
The customer¿s report that a patient was bolused with norepinephrine which caused an elevated heart rate and blood pressure was not identified. Physical inspection of the device noted fluid ingress in rear case and dull iuis, no other anomalies were found. The pcu or pcu event logs were not returned for this investigation, therefore the profile, drug ID or infusion parameters could not be determined. Review the of the pump module log identified an infusion programmed of unknown medication to infuse at a rate of 3.252ml/hr with vtbi 100ml. The pump module alarmed for air in line for a total of 3 times and was then channeled off. The total volume infused was not identified. It is not known why the device was channeled off by a user of the device. Functional testing was performed and found the device delivering fluid within specification. Despite requests, the incident disposable set was not returned for this investigation. The root cause of the customer¿s that the patient was bolused with norepinephrine which caused an elevated heart rate and blood pressure was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Requested demographics customer declined to give initials or dob.

Event description:
It was reported that a patient was admitted to the ICU for febrile neutropenia hypotension and pneumonia. At 0147 the rn initiated norepinephrine 100ml (0.02 mcg/kg/min) programmed a rate of 3.25 ml/hr via cvad. The rn stated that the device alarmed 3 times for air in line and changed the lvp. Upon entering the room the patient complained of chest pain and appeared to be in discomfort and panic; vital signs were taken with an elevated bp at 149/97, hr 130¿s. It was later reported that the nurse believed the patient was bolused with norepinephrine, which caused the symptoms.